Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). The air gas module was found to be defective and was replaced. Pre-use checks & function checks were performed after the replacement with successful results. The ventilator logs were downloaded. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator displayed an 02 alarm during use on a patient. The ventilator was replaced w/another ventilator. There was no patient harm. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The pc-board was installed in a reference system for simulated-use testing. In the pre-use checks there was an observed deviation in the delivered gas. The gas module also underwent the production test of the gas modules and that also confirmed the reported deviation in delivered gas. Our conclusion of the investigation is that a pc-board inside the gas module had failed. The root cause for why the electronics on this pc-board had drifted, has not been determined. The air gas module regulates the air gas flow to the patient. A failure of this gas flow regulation might lead to stoppage of ventilation and/or high pressure. See scanned page.